Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a letter from the food and drug administration that the customer reported that their insulin pump alarmed over delivered insulin while they were sleeping. The customer¿s blood glucose level was unknown at the time of the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. No further details were provided. Troubleshooting was not completed as the customer contacted the food and drug administration directly. The insulin pump will not be returned for analysis.